Event description:
Doctor reported that sinus lift was performed at tooth sites 25, 26. When screwing the implants there was a massive rip in the maxillary sinus. Implants were removed, augmentation material was placed and waiting for healing.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Additional information provided upon follow up on 15 may 2024: the bony history of the patient was unremarkable, although she previously had recurring sinusitis before her teeth were extracted. This also explains the poor quality of the schneiderian membrane. In addition, the architecture of her maxillary sinus is very baroque. Doctor had the sinus lifted and implanted all at once. When screwing in the second implant, doctor cleared everything out, covered it with copios extend and let it heal. The second attempt was uneventful. Zimvie received one (1) bops4311, (3i t3 parallel walled implant 4/3 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2020101308. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020101308 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. The customer did submit images for the reported event. Medical affairs provided feedback regarding the x-ray. The thin layer of soft tissue is not observable on these images. Typically, a sinus is evaluated on a panoramic or periapical radiograph by looking at the bone surrounding the space. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.